Event description:
It was reported that an ilet user experienced difficulty completing the cannula fill during a new infusion set insertion due to hand tremors, resulting in a finger slip before the fill step, after which the user was guided to insert the set first and then perform the ¿fill cannula¿ function, which completed successfully; no device malfunction or alarms were reported. There were no reported symptoms. Outcomes included successful completion of the cannula fill without adverse events or clinical impact. Investigation included troubleshooting and education provided over the phone to review correct supply change steps and confirm proper device operation. Investigation of this case revealed no device problem and no affected device component, with use error related to insertion sequence and handling identified and resolved through user guidance. It was concluded, based on previously established findings for similar reports, that the cause was use error involving technique during the infusion set change.